Event description:
The manufacturer received information alleging particles in air path related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP , bipap and mechanical ventilator devices.the manufacturer received information alleging particles in air path related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new information the patient alleged difficulty in breathing.